Event description:
The customer reported the insulin cartridge or adapter had leaked insulin into the cartridge compartment of the infusion device. The customer was unsure where the insulin leaked from. No adverse event was reported. The product was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.